Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults; however, a specific cause for these events and a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be established through this evaluation. The first submitted controller event log file captured driveline communication faults associated with com b faults throughout the log file which were silenced. Communication faults were also active throughout the first submitted controller periodic log file and the lvad log files. Of note, the account also submitted log files that captured data after the patient¿s reported controller and modular exchanges and the communication faults did not resolve. The onset of the driveline communication faults was previously addressed in per-(B)(4); cs-113015 and again in per-(B)(4); cs-130483. The account reported that the patient has had a driveline communication fault for some time (refer to per-(B)(4); cs-113015), which has been silenced. The patient¿s backup controller and modular cable were exchanged, however, the alarms persisted following the exchange. The patient¿s modular cable, lot number 183274, was returned for evaluation (investigation under pi-(B)(4)). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hm3 lvas patient handbook provides a list of alarms and the proper actions associated with them. This handbook lists examples of emergencies, including driveline communication faults, and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297. Section g3: correction updated manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication faults; however, a specific cause for these events and a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be established through this evaluation. The first submitted controller event log file captured driveline communication faults associated with com b faults throughout the log file which were silenced. Communication faults were also active throughout the first submitted controller periodic log file and the lvad log files. Of note, the account also submitted log files that captured data after the patient¿s reported controller and modular exchanges and the communication faults did not resolve. The onset of the driveline communication faults was previously addressed in MFR # 2916596-2018-03072 and again in MFR # 2916596-2019-04947. The account reported that the patient has had a driveline communication fault for some time (refer to MFR # 2916596-2018-03072), which has been silenced. The patient¿s backup controller and modular cable were exchanged, however, the alarms persisted following the exchange. The patient¿s modular cable, lot number 183274, was returned for evaluation (addressed in MFR # 2916596-2020-01501). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hm3 lvas patient handbook provides a list of alarms and the proper actions associated with them. This handbook lists examples of emergencies, including driveline communication faults, and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient has had a driveline communication fault for some time with the heartmate 3.